Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a gas smell. Upon follow up, smell was present when laser was on and running. No patient was involved but clinic employee experienced dizziness, nausea and "fuzzy headedness".

Manufacturer narrative:
During a onsite visit, the fse (field service engineer) found laser head is leaking gas. To fix this issue, the fse replaced the laser head and successfully completed system verification to specification. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).